Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : device is at the healthcare facility, it was never returned to stryker.

Event description:
It was reported that during the procedure the doctor was unable to remove the trocar from the patient. After multiple attempts the device was removed in multiple pieces. It should be noted that the surgeon believes this was likely due to the patient's anatomy. The procedure was completed successfully and without or surgical delay. They were able to remove the pieces from the patient successfully with surgical exploration. No additional incisions were needed.

Event description:
It was reported that during the procedure the doctor was unable to remove the trocar from the patient. After multiple attempts the device was removed in multiple pieces. It should be noted that the surgeon believes this was likely due to the patient's anatomy. The procedure was completed successfully and without or surgical delay. We are currently trying to gather some additional information from the customer as well.